Manufacturer narrative:
A visual examination of the returned device revealed that the stent was partially deployed. Approximately 15 cm of suture thread had been retracted and 0.5mm of the stent had been deployed proximally from the distal tip. There was a severe kink on the shaft, just proximal to the guidewire access port. The deployment suture thread was retracted and the stent was fully deployed without issue. No issues were noted with the profile of the deployed stent which could have contributed to the reported complaint. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a bronchoscopy/tumor excision with stent placement procedure on (B)(6), 2010. According to the complaint, the patient had a malignancy of the bronchus intermedius. The anatomy was tortuous and dilated prior to the procedure. During the procedure the catheter kinked, which prevented the stent from deploying. The device was removed from the patient, and the procedure was completed with another ultraflex tracheobronchial covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Investigation results revealed that the stent was partially deployed. Therefore, this event is now deemed reportable.